Event description:
On (B) (6), 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was prompting an unspecified error message. The patient reported that the alleged issue began on the evening of (B) (6), 2009. As a result of the issue, the patient claimed she took her usual dose of insulin (5 units of humalog) at 4:30am the next morning. The patient denied developing symptoms. The customer care advocate noted that the alleged error message remained unresolved at the time of troubleshooting. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.